Manufacturer narrative:
Pir # 9700308: add'l info. Record review did not indicate anything relative to the complaint. Conclusion: without a sample for analysis and with the results of the record review, the complaint could not be confirmed as stated. Complaint closed; will continue to monitor for trends. Urged customer to save future samples involved in product complaints.

Event description:
Facility reported that there was as a blood leak on a reused dialyzer. Ebl was reported as 300 cc, as extracorporeal system was discarded. There were no adverse effects to patient. Sample discarded.